Manufacturer narrative:
Additional information noted the following post medical safety review: medical safety reviewed the event and noted the following: on (B)(6) 2025, an impella cp was placed in a patient presenting with cardiogenic shock for left ventricular (lv) unloading. On (B)(6) 2025, an attempt was made to escalate support to an impella 5.5; however, insertion was aborted due to an axillary artery dissection. The patient was subsequently placed on va ECMO, and the impella cp remained in place for lv unloading. During support, the bedside rn reported that the impella cp console displayed a suction alarm and placement signal low alarm, but there was no audible alarm sound. The rn was advised to switch to an alternate aic, which resolved the issue. On (B)(6) 2025, the patient returned to the or for venous drainage, and crrt was initiated due to renal insufficiency. On (B)(6) 2025, the patient underwent surgical repair of the right axillary artery and successful insertion of an impella 5.5. The physician elected to maintain ECMO, impella cp, and impella 5.5 concurrently for enhanced lv unloading. Approximately six days later, ECMO was converted from va to vv configuration, while both impella devices remained in place. The patient continued on support until (B)(6) 2025, when care was withdrawn. Device involvement and assessment: ¿ impella aic: device malfunction occurred due to lack of audible alarms on the initial aic, despite visual alarm display. This is considered a reportable device malfunction, though it is unlikely to have contributed to the patient¿s death. Impella cp: renal insufficiency noted during support is likely related to patient acuity rather than device performance. ¿ first impella 5.5: initial insertion attempt resulted in axillary artery dissection requiring surgical repair. This constitutes reportable patient harm. ¿ death: patient was supported by impella cp and impella 5.5 at the time of death. The death will be conservatively reported for both devices, though it is most likely attributable to the patient¿s critical condition rather than device malfunction. Related medical device reports: this automated impella controller device report is one of four devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device reports on the impella cp and impella 5.5 (bipella). Note: the medical device report for the first impella 5.5 is pending follow up and will be subsequently submitted.

Manufacturer narrative:
Additional information was received and provided (same) explant date for the impella cp and subsequently implanted impella 5.5 with a survival outcome at explant as patient expired (approximately 15 days after the aic event occurrence). The case has been referred for medical safety review accordingly. However, this follow up 1 report is being submitted as an update to the patient's status/outcome as initially reported. Note: the type of reportable event remains unchanged at this time.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Patient information unknown.

Event description:
The user facility reported that they encountered automated impella controller (aic) issues concerning an inaudible alarm. It was reported that there was no audio from the aic although there were active alarms. A suction alarm and placement signal low alarm were encountered with no audio coming from either alarms. It was advised to address the alarm and then change to backup aic if necessary. No further mention of the issue was noted, the patient is currently stable and remains on support.